Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient's ipg site was sensitive to the touch, inflamed and uncomfortable. The patient will be administered epidural injection and will undergo treatment of the ipg site.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient's ipg site was sensitive to the touch, inflamed and uncomfortable. The patient will be administered epidural injection and will undergo treatment of the ipg site.